Event description:
It was reported by hvt sales representative via e-mail, stating the following: "I had an explant yesterday in the or, and it was not for a defect. The magna was just too high and was not operative technique it was the stent rail that was occluding one of the coronary arteries. The valve was removed and a 2800tfx replaced it. I just wanted to report this as I would like to replace their valve and I believe we have to report this as it could have caused harm to the patient. They tossed the valve so I do not have it to send back, it was a 3000tfx 21 mm, expiration date 04/29/2011.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
No product return. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was not returned for evaluation, device was discarded.